Event description:
It was reported that during a lead implant attempt there was placement difficulty with multiple leads. A new lead was implanted with success. No patient complications have been reported as a result of this event.